Manufacturer narrative:
The customer¿s report of a rate change event was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was infusing magnesium ob drip 20gram in 500ml at 2.5grams/hr, which is a rate of 62.5ml/hr. At 9:29 am on (B)(6) 2016, the user increased the dose to 5.0gram/hr, which changed the rate to 125ml/hr. The infusion ran at 125ml/hr for approximately 28 seconds, after which the infusion was paused. At 9:41 am, the user changed the dose to 2.5gram/hr, which returned the rate back to 62.5ml/hr. The infusion ran at this rate until 10:15 am when the device was paused and subsequently channeled off. The customer stated that the pump changed to 125ml/hr for approximately 12 minutes. The increased rate was confirmed, however the device only infused at this rate for approximately 28 seconds. The volume recorded as being infused at the rate of 125ml/hr was 0.7ml. The root cause of the customer¿s report of a rate change event was due to user programming. No device was returned for investigation.

Event description:
The customer reported a possible unintended rate change. The rate was set at 62.5 ml/hr; the rate of the pump rate changed to 125 ml/hr for approximately 12 minutes, and then returned to 62.5 ml/hr. The customer suspects a programming error, and is interested in knowing when the rate was changed on the lvp.